Event description:
It was reported to philips that the geo module button was active during start up, which would prevent the system from booting up. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the geo module button was active during start up, which would prevent the system from booting up. Review of the log files shows geo store button turned out to be active indicating issue with geo store button. Upon troubleshooting, the philips remote service engineer (rse) went remotely, checked the system and found there was contrast fluid under the button. To resolve the issue, rse instructed customer to remove the fluid. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.